Event description:
It was reported that during implant attempt the left ventricular lead dislodged. It was removed and replaced. It was further reported that during implant attempt the high voltage coil on the right ventricular lead became separated while inserting the lead into the introducer. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary for (B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) defib conductor distorted (B)(4) full lead (B)(4) no anomalies found (B)(4) full lead.